Event description:
In 2007, it was revealed that there was an 80% instent restenosis of the second stent (lot# 13142504) that was placed in the left superficial femoral artery. On the following month, the pt admitted to the hosp for restenosis in the left superficial femoral artery (sfa) with claudication symptoms. The pt is a male who was admitted to the hosp on early 2007 and enrolled in the study. Medical history included coronary vascular disease, peripheral vascular disease, pulmonary disease, and also smoked in past years. The index procedure was performed on the next day. The target lesion was located in the proximal and middle left superficial femoral artery (sfa). The vessel was described as a straight, de novo lesion. The total lesion length was 220mm. The reference vessel diameter was 5mm. The exact location of the lesion based upon the distance from the superior edge of the patella was 70mm. The physician used a contralateral approach to access the lesion. Pre- and post- dilatation was performed with 5 x 80mm cordis balloon, ad 3 stents were implanted in the left proximal and mid sfa (6 x 100; 6 x 100, 6 x 60). The percentage of stenosis following post-dilation was 0%. There were no complications during the procedure. The pt was discharged on two days later. On original date, the pt was admitted to the hosp for restenosis is the left sfa. An angiogram showed in-stent restenosis mainly in the proximal and distal stents. In the first and third stent there was a moderate stenosis, in the second stent there was significant stenosis of 80%. Revascularization was performed in the sfa and profunda with 2 balloons (5 x 100 and 5 x 120) and the profunda was stented with good results. The event was resolved.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR. Report #9616099-2008-00687, and 9616099-2008-00688.